Event description:
Pt is using a medtronic minimed paradym insulin pump. Pt was priming the pump for their new insertion set when the pump malfunctioned and gave pt about 50 units of insulin. Pt was connected to the pump at the time.